Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited shocking impedances of greater than 125 ohms. Technical services (ts) discussed troubleshooting and the impedances were tested in different configurations. The out of range impedances were only seen in right ventricular (rv) to right atrial (ra) coil. Ts discussed that this was likely a lead fracture versus a loose set screw and the device could be reprogrammed to rv coil to can but would need to evaluate ventricular fibrillation conversion. No adverse patient effects were reported. Subsequent information indicated that the svc coil was programmed out and defibrillation thresholds were checked. No further complications were reported. Additional information was received that this system continue to exhibit out of range shock impedance measurements. It was believed that the rv lead was fractured; however, this observation has not been confirmed. Subsequently, the patient underwent a revision procedure and the device and lead was explanted and replaced.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.